Event description:
Add'l info rec'd from MFR 4/13/04: no failure mode was identified. The pvc tubing was the subject of the complaint. The complaint was not substantiated. A possible explanation is if the extension set is not flushed and disconnected from the tube after each feeding, gastric reflux could appear inside the transparent tubing. This is because the anti-reflux valve is open when the extension set is connected. The appearance and characteristics of gastric contents may have caused the customer to think this was a chemical reaction. The medwatch report stated "the mfrs have been notified but have failed to respond." MFR's complaint dept spoke on the telephone to the customer and also sent multiple electronic mail responses to provide test updates and to furnish add'l extension sets at no charge to them. MFR has documented correspondence for these dates: 01/07/04, 1/21/04, 2/4/04, 02/13/04, 02/16/04 and 03/04/04.

Event description:
This pt is a "failure to thrive" case who has been on a food formula called medical elecare (100% dairy free powder formula). The pt is fed through a feeding tube. The feeding tube extension set is made of plastic and has been reacting with and contaminating the food formula thereby producing blackish-grey contaminants. The family keeps replacing the extension set but the reaction starts within 48 hrs of replacement. The manufacturers have been notified but have failed to respond.